Manufacturer narrative:
The straight suction was returned to the manufacturer for evaluation. Testing found that the suction would not verify when connected to a known operational tracker. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Correction: aware date of supplemental report 1 was inadvertently filed as (B)(4) 2017, should have been (B)(4) 2018.

Manufacturer narrative:
A medtronic representative inspected the navigation onsite. When testing the instruments the representative found the straight suction to be bent which caused a geometry error f, .5mm. The straight suction would not reg. The straight suction was to be replaced. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. No parts have returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess) procedure, the straight suction was inferiorly inaccurate by 10mm. The site was navigating the frontal, but the navigation system showed inferior to that point. All other instruments navigated accurately. There was a reported delay to the procedure of less than 1 hour due to this issue and there was no impact on the patient outcome.